Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and insulin pump had a cosmetic damage was at the battery tube threads. The customer reported a blood glucose value of 258 mg/dl. The customer experienced hyperglycemia. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage, and the serialized device will be replaced. Troubleshooting was not performed for the high blood glucose and insulin flow blocked alarm. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump history files and traces successfully downloaded using thump. No unexpected insulin flow block alarms noted during testing, however, sixteen were found in the history file on june 20, 2025 between 13:29 and 15:53. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails and pillowing keypad overlay cosmetic damage was confirmed during analysis with cracked battery tube threads and cracked case-corner of belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.